Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device product code associated with this event is not known. The international affiliate reports the following possible product codes: j344 and j358h.

Event description:
It was reported that the patient underwent a c-section procedure on (B)(6) 2015 and suture was used for myometrium, peritoneum and fascia. Following the procedure, a projection appeared on (B)(6) 2016 and (B)(6) 2016. The foreign matter was found in epidermal tissue and was removed on (B)(6) 2016. The foreign matter or gauze was found from epidermal tissue on (B)(6) 2016. As reported, the patient condition has been observed, but doubt of abscess and such as keloids formed three weeks after the surgery. It was reported that there is also a possibility of the cause is a piece of gauze. The patient has been discharged.

Manufacturer narrative:
The returned fibrous segment was amber in color, but may have been an undyed material that became amber from a foreign body response. The ir spectrum obtained was consistent with cellulose and proteins, suggesting that the fibrous material was cotton gauze removed after a foreign body response. Returned "segment" was actually from cotton gauze.